Event description:
Procedure: vats upper lobectomy. According to the reporter: during the 3rd firing over the bronchial tube, the dlu locked on the tissue. The surgeon removed the device by forceps with "damage". To fix the staple line, manual suturing was added. There was no bleeding or injury reported.